Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed displacement test, self test and unexpected restart test. Unit alarmed motor error during basic occlusion test due to fsr damage by moisture. Unable to perform prime and a33 test, excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump does not recognize the reservoir. She also indicated that her daughter went to the emergency room with diabetic ketoacidosis recently and blood glucose of over 600 mg/dl. Customer indicated that she was off of the pump for three months prior to the hospital visit. Troubleshooting found that the pump is missing the battery cap and could not troubleshooot any further. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.